Event description:
The customer contacted beckman coulter (bec) to report that there was a fluid leak of approximately 100 ml from the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, eyewear and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found loose tubing from fitting at the upper sheath restrictor which caused a leak. The fse reseated the tubing, resolving the leak. The fse also replaced the aspiration needle to address bellows errors that the customer reported. Additionally, the fse replaced the blood/stain aspiration pump (pm11) which pulls the stained sample from the stain chamber and replaced all red striped tubing on the retic path to address retic voteouts. Following the repair, there were no further leaks or error messages. One failure mode was related to loose tubing from fitting at the upper sheath restrictor. Another failure was attributed to aspiration needle. Third failure mode was related to pm11 and associated tubing in the retic stain pathway. (B)(4).